Manufacturer narrative:
(B)(4) (exemption number e2015036). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on 15/may/2019 and inspection of the unit was performed on 16/may/2019 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection. Operation channel- primary slice by accessory. Failed dry leak test. Failed wet leak test. Air/ water socket cylinder o-ring chipped. Distal cap/ case cracked. Umbilical cable single buckled under pve root brace. Bending rubber pinhole. Light carrying bundle distal cover glass middle scratched. Sluggish water delivery function. Bending rubber leak at distal end. Fluid invasion not observed in control body. Fluid invasion not observed in pve connector. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts and returned to the customer. Parts replaced: o-rings and seals, air/water tube, deflector operating wire, deflector staycoil, lcb distal cover, operation channel, bending rubber, distal case/cap.